Event description:
A physician reported that during a cataract surgery with iol implant procedure, at the time of activating the co2, the device did not stop even when the speed control lever was released. Leaving the lens out of the eye. Procedure was completed with another lens. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).